Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported sutures were pulled completely out from the device was confirmed; however, analysis of the device indicates this occurred due to deploying the device in incorrect sequence. Therefore, the cause of the reported experience was due to improper user deployment technique. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient reported to be in their (B)(6). The safety and effectiveness of the perclose at device have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a moderately calcified common femoral artery was attempted using a perclose at device after a superior mesenteric artery angioplasty procedure. Reportedly, when the physician removed the plunger the sutures also were pulled completely out from the device. The device was removed from the patient's groin and manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the perclose at device. No additional information was provided.